Event description:
Major effusion [effusion]. Pain [pain]. Case description: spontaneous report was received on 06/13/2012 from a radiologist regarding a male pt (age not provided), initials unk. The pt's medical history was not provided, however it was reported that the pt was a rugby player. On an unspecified date in 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection (dosage regimen not provided) into his knee joint. The lot number of synvisc was not provided. On an unspecified date in 2012, following the first injection, the pt experienced major effusion and pain. Arthrocentesis was performed and the synovial fluid was sterile. The pt was treated with corticosteroid injection. The action taken with synvisc treatment was not provided. The outcome for both the events was not provided. Concomitant medications were not provided. The intensity for the events was not provided. The reporting radiologist did not provide a relationship between synvisc and the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 06/14/2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.